Event description:
On (B)(6) 2016 the cam02 inter-cranial pressure and temperature monitor displayed the following alert: system error: power board failure detected system must be serviced, contact technical support e1003. The device was in contact with a (B)(6) female patient at the time. There was no patient injury or death alleged and no revision or medical intervention was required. The device was brand new with a 110-4b bolt in situ on a patient. The nursing staff went to synchronize the device to the philips intellivue bedside monitor when the alert was displayed.

Manufacturer narrative:
Investigation completed 12/23/2016. Method: -device history review. -trend analysis. -failure analysis. Date of manufacture: 2016 ¿ jan. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor being released. Service history review verified no anomalies that could be associated with the complaint. A review of cam02 monitors was completed using key words ¿e1002, e1004, e1008¿ and a root cause ¿could not duplicate¿ in the search criteria. The review encompassed dates 16-nov-2015 to 19-dec-2016. This complaint is the only complaint meeting the search criteria. (B)(4). The service report verified the returned accessories were tested and verified as performing to specification. To support the complaint investigation for cause; the cam02 monitor¿s log file was reviewed specifically to the awareness date 02-nov-2016. Error code e1003 was confirmed to occur at the reporting facility on b)(6) 2016 thus confirming the complaint as valid. However, based on the service center evaluation a root cause could not be established since the complaint incident could not be duplicated and the cam02 monitor was verified as performing to specification. The cam02 service manual 60903842 rev a appendix 4 was referenced to identify error code explanation. The service manual indicates an incompatibility between software and firmware interfaces. However, the service engineer verified the cam02 monitor was working to specification. Based on the complaint evaluation and log file review there is no evidence to suggest a manufacturing/design defect occurred. Conclusion: the cam02 monitor was returned; the complaint evaluation was verified as valid however, the investigation for cause was unable to identify the root cause of the complaint incident. The complaint evaluation verified the complaint is a single occurrence, it can be concluded based on the service centre evaluation and the complaint trend review, no corrective actions are deemed necessary for cam02 monitors.